Event description:
The customer reported to customer svc that her breast pump will no longer hold a charge and it will not turn on with the power supply. Customer indicated that she exclusively pumps and is afraid of getting mastitis.

Manufacturer narrative:
Customer svc sent a replacement pump to the customer. In f/u with the customer, she indicated that she started pumping because her baby was in the nicu and after her baby was released she began direct breastfeeding. Approx one month later, she developed mastitis and during the mastitis her baby couldn't latch so she began pumping exclusively. She got mastitis three additional times even though there did not seem to be anything wrong with the pump. She saw a doctor with the first bout of mastitis and was prescribed an antibiotic. For the three additional bouts with mastitis, the doctor prescribed antibiotics over the phone. The customer did not contact medela until the pump stopped charging, at which point in time the pump was replaced for the customer. In clinical f/u with the customer, she reiterated her four bouts with mastitis and indicated that the antibiotics were taken for 10 days (she didn't know the name of the antibiotic). She indicated that the mastitis is currently resolved, that her replacement pump is operating without issue and that she would return the original pump. "Mastitis is usually a benign, self-limiting infection, with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." ["Breastfeeding and human lactation" (riordan and wambach, 4th edition, page 294)]. The breast pump was not returned by the customer for testing/analysis. It cannot be definitively concluded that the pump did or did not cause or contribute to the mastitis. We will monitor complaints for similar issues.